Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this device was in safety mode after recorded three error codes. Technical services recommended this device be explanted and replaced. Currently, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this device was in safety mode after recorded three error codes. Technical services recommended this device be explanted and replaced. Currently, this device remains in service. No adverse patient effects were reported. Additional information was received indicating this device was explanted. No additional adverse patient effects were reported.